Event description:
It was reported by the customer "catheter sheared." Add info rcvd 08/09/2022: a detailed description of the event: catheter sheared. How was the break and/or retained segment discovered? Are radiographic images available? Catheter visibly shorter on removal than before insertion , no image available. Did the patient require surgery to remove the broken piece? Piece was removed in or were all the missing/broken pieces retrieved and accounted for? Yes. What type of imaging was used to verify broken piece in patient? Are pictures available? U/s. What type of catheter securement was utilized? None. At what point during device use (i.e. Insertion, infusion, removal) did the break occur? Insertion. Any long-term patient harm? Scar. Placement date:(B)(6) 2022. Explant date: (B)(6) 2022.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regs4241 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged midline catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted two 20ga x 10cm powerglide pro midline catheters. Usage residues were visible on one of the catheters. The sample exhibiting use residues terminated approximately 9cm from the molded joint. The break exhibited a tapered profile. The second catheter appeared free of use residues and appeared undamaged. It appeared to have been included in the photograph as a reference. Catheter damage was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include retraction of the catheter against the needle tip and re-insertion of the needle during attempted device placement.

Event description:
It was reported by the customer "catheter sheared." Add info rcvd 08/09/2022: a detailed description of the event: catheter sheared how was the break and/or retained segment discovered? Are radiographic images available? Catheter visibly shorter on removal than before insertion , no image available. Did the patient require surgery to remove the broken piece? Piece was removed in or were all the missing/broken pieces retrieved and accounted for? Yes. What type of imaging was used to verify broken piece in patient? Are pictures available? U/s. What type of catheter securement was utilized? None. At what point during device use (i.e. Insertion, infusion, removal) did the break occur? Insertion. Any long-term patient harm? Scar. Placement date:(B)(6) 2022. Explant date: (B)(6) 2022.